Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the right femoral artery was used as the access site, and a pre-implant balloon aortic valvuloplasty was performed with a 22 mm non-medtronic balloon. The valve was implanted in the patient¿s native annulus using cuspal overlap technique. Prior to slowly withdrawing the dcs, the nose cone was not centered within the frame inflow by slightly retracting the guidewire, which then resulted in dislodgment. The dcs was not twisted or torqued during deployment.

Manufacturer narrative:
Updated data: h2 h3 h6. Image review: three intraprocedural fluoroscopic media files were provided for review in relation to the reported event. The absence of the patient executive summary limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection images were not available for review; therefore, confirmation of appropriate valve loading could not be performed. The available imaging demonstrates a fully released valve. During withdrawal of the delivery catheter system, interaction between the nose cone and the inflow portion of the valve is observed, after which the valve is noted to have dislodged in the aortic direction. Medtronic recommends caution during withdrawal of the delivery catheter system to minimize interaction with the evolut frame. Subsequently, a second valve was implanted. As stated in the IFU: potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, following implant of the valve and upon withdrawal of the delivery catheter system, the nose cone became stuck at the inflow of the valve, causing the valve to dislodge. Subsequently, a second evolut valve was implanted.

Manufacturer narrative:
Continuation of d10. This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2026; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.